Event description:
The hosp reported to smiths medical, that a "patient had a tracheostomy tube inserted in 2007. In 2008, the tracheostomy tube had slipped and the tracheostomy tube went interstitial. The patient developed subcutaneous emphysema. Re-insertion of the tracheostomy tube was tried several times. The patient eventually suffered a respiratory and cardiac arrest." It was reported that the patient expired.

Manufacturer narrative:
The reporter stated that the product was discarded and is unavailable for return. According to instructions for use (IFU) included with the product is a device not intended for long term use. It is intended to provide "temporary airway access for a tracheotomized patient when determining the optimal tube length for a patient. This tube must be replaced with a fixed neck flange trach tube when the optimal length is determined." IFU further warns that the user should "avoid build up of secretions around the flange locking mechanism" since "these will cause loss of security and allow flange movement which could result in decannulation or airway obstruction." The reporter stated that the device remained in the patient from 2007 through 2008 (the date of the incident) a total of 87 days, which exceeds the recommendations of the IFU. Smiths was unable to confirm the issue, however, the probable cause is user error since the product had been left in the patient for 3 times longer than its recommended usage. No additional action is necessary at this time. Smiths considers this MDR closed with this report.